Event description:
It was reported that the ilet displayed ¿cannot proceed¿ and ¿dosing stopped¿ alerts with only a partial meal dose recorded despite no meal announcement, and the device was determined to require replacement; the user¿s blood glucose was reported as not affected. Symptoms included no adverse clinical effects. Outcomes included device replacement and user counseling on backup therapy and loss of water resistance. Investigation included review of engineering logs and collection of screenshots. Investigation of this case revealed no fault identified in available logs at the time of review and a malfunction-related alert on the pump user interface, prompting replacement. It was concluded, based on previously established findings for similar reports, that the cause may be related to a potential motor train malfunction, as a low buzzing sound was observed during rewind and the motor train will be replaced as a precaution.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.